Manufacturer narrative:
An investigation is currently underway, upon completion the investigation will be forwarded.

Event description:
It was reported to MFR, that a customer had a problem with a PICC catheter. The customer stated, that the catheter was inserted on september 28 without incident. On the event date, the catheter was noted to be leaking 2 cm distal to butterfly. Tegederm dressing intact and had been applied as per best practices. Tegederm examined for cuts etc., none were noted. Minimal bleeding reported due to discontinuation of the line, immediate removal of catheter, no patient ill-effects. Another device was used without further complications.